Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. The user reported that images in the scene are mixed and within the native dsa scene, images are missing. At this time, there is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation of the log files showed a connectivity problem with the fiber optic cable to the gigalink receiver adapter (gra) within the image acquisition system (ias). No parts were replaced, but after reconnection of the fiber optic cable to the gra the system works as specified. The fiber optic cable connection to the ias gra board was reconnected on site by the local service organization. This resolved the issue mentioned in the complaint and it did not recur since. The manufacturer is not considering further actions resulting from this event.